Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps (fbf) instrument had a damaged insulation cord. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument was first noted in central processing, not during surgery. A black conductor wire with damaged insulation was observed, while the silver pitch/grip cable was not mentioned as affected. The cable was not broken in half, and there were no signs of cautery loss or thermal damage at the site. The surgical procedure was completed using the same instrument without incident, and no fragments fell inside the patient's anatomy. There was no arcing observed, and no patient injury occurred. The instrument is available for return to isi for evaluation, but no photographic or video documentation is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and found to found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The common causes of bipolar conductor wire with damaged insulation on the instrument are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.